Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 .

Manufacturer narrative:
Other, investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . Customers complaint of failing accuracy at oracle ro 1078265: fail accuracy -8.85% was not confirmed during testing nor revealed in the event log. The device was withing the normal specification of +/-3.0%. When running an accuracy test. The event was not duplicated and could not be validated. No fault found. Routine standard maintenance was reported done and device passed all functional testing.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-8.85%). No patient was involved in this event. No adverse effects were reported.